Manufacturer narrative:
Visual analysis was performed on the returned product. The reported failure to advance was not tested as it was based on case circumstances. The stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were due to case circumstances. It is likely that anatomical conditions contributed to the reported failure to cross and stent dislodgment. It is likely that the stent became compromised on the balloon during the failed attempt to advance resulting in dislodgment during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the renal artery. When advancing the 4x15mm herculink elite delivery system resistance was met with anatomy and the stent implant dislodged. The herculink elite delivery system (that was already in the anatomy) was advanced through the dislodged stent implant, inflated the herculink balloon at the front end of the dislodged stent to capture it, and both the stent implant and delivery system were removed altogether. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.